Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, broken shell and others and white particles on the shell. Leak test and microscopic analysis was performed which identified: delamination on valve, delamination on plug strap and sharp broken on radius. A dimension measurement in the shell was performed which identified the thickness within specification based on the device analysis the final assessment is: a delamination total separation of the valve (adhesive failure) a delamination partial of the plug strap disk shell (adhesive failure). A sharp broken on radius assessed as an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation and exchange of textured devices due to patient's concern with product¿. Device remains implanted.